Event description:
It was reported that a large volume infusor leaked from an unspecified location. The device was discovered to be leaking into the bag provided by the manufacturer. This occurred during an unspecified process step prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the actual device was received for evaluation. Upon receipt, visual inspection on the unit via the naked eye noted fluid inside a bag that contained the unit. When the unit was removed from the bag, the cause of leak inside the bag was found to be untightened winged luer cap. Signs of surface roughness were not observed inside the cap when inspected under the microscope. Therefore, the cause of leak may be due to a use error by not securely tightening the winged luer cap. A functional leak test was performed after hand tightening the cap, and the device was determined to be conforming product because no evidence of leak was observed. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause is use related. The product label (IFU, instructions for use) instructs the user to ensure that the winged luer cap is securely connected after filling and priming. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.